Event description:
It was reported that one cervical screw had backed out of a cervical plate. The surgeon reported to the distributor that he has a patient with a cervical plate implanted, and that one of the screws in the plate has backed out a couple of millimeters. The surgeon informed the patient of the status, and the patient elected not to do anything about it (such as a revision surgery).